Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16485.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that pressure sensor cannot be zeroed, zero calibration fails. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp restarted the device and checked the device. The problem persisted after reconnecting the data acquisition board. The asp replaced the speaker to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.